Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain, tugging, pinching, aches and rubbing, "doctor found and cut a 1 inch "fishing line", drooping, lump, "skin hanging over", "pain in the arm", "implants separated from the breast tissue". Patient reported "feels she has a left side ruptured implant, but is not sure" device remains implanted.